Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'device makes no audible sounds after first alarm' which was reproduced during evaluation. The reported condition was verified. The cause was determined to be a failed speaker. There is no beep when the device powers on or when keys are pressed. Evaluation determined the causality to be a failed speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audible sounds after the first alarm. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.